Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy. The cause and treatment of the event were not reported. The patient was hospitalized for the event. At the time of this report, the patient was discharged from the hospital and was recovered from the event. Action taken with pd therapy was not reported. No additional information is available.